Event description:
Pt was having liver chemo-embolization. While the radiology fellow was attempting to close the surface of the right femoral artery, the footplate would not retract through the deployed clip and became stuck in the artery. Vascular surgery was consulted and performed a right common femoral artery cut-down. The device was successfully removed and the artery did not require repair.